Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. The customer reported an elevated blood glucose (bg) level (over 600 mg/dl). The customer administered manual injections to address bg levels and declined further follow up from tandem's technical support. In addition, the customer was able to load a new cartridge successfully and resume insulin delivery.